Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Drill bit broke while surgeon was drilling hole for screw. Although case was delayed 45 seconds, patient was unaffected and outcome was successful.

Manufacturer narrative:
An event regarding crack/fracture involving a mako drill bit was reported. The event was confirmed. Method & results: -device evaluation and results: the drill bit fractured occured in off-axis overload. -medical records received and evaluation: no patient medical records were available for review. -device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been one other event for the lot referenced. Conclusions: the investigation concluded that the fracture of the drill bit occured in an off-axis overload. If additional information becomes available, this investigation will be reopened.

Event description:
Drill bit broke while surgeon was drilling hole for screw. Although case was delayed 45 seconds, patient was unaffected and outcome was successful.